Event description:
A registered nurse reported the laser stopped working during a vitrectomy procedure. Following a ten minute delay to exchange system, the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).